Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke during surgery and the location of the fractured piece is unknown at this time.

Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Manufacturer narrative:
(B)(6). This report is being filed to relay updated information that was not available at the time of prior submissions. Reported event was able to be confirmed. Product was returned. Visual inspection of the returned provisional articular surface confirmed that the part had fractured. The instrument was gouged on several areas, with cracks and general wear on the returned articular surface, indicative of use. The instrument had a potential field age of approximately 16 years 9 months, and it is unknown how many times this device had been used during that time. The package insert which accompanies the device provides information regarding this type of event, and is a known inherent risk of the procedure. Review of the device history records found no evidence of product nonconformance or related anomalies. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly. Zimmer biomet will continue to monitor for trends.